Event description:
Lead management case to remove a 6949 ICD lead (implanted on (B)(6) 2005). The lead was prepped with an lld-ez and use of a 16fr glidelight was initiated. During the extraction a complication occurred and a responding CT surgeon initiated a thoracotomy. A tear at the svc/ra junction was repaired and the patient survived the intervention and a new single chamber ICD system was implanted.